Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider regarding a patient with an implantable neurostimulator (ins). It was reported after the patient's new implant on (B)(6) 2017 they started to get zapped. The patient reported they had been zapped from a security gate after new implant. The patient also stated they had been zapped when lying on their side. It was noted the patient believed they were getting zapped because their ins had shifted closer to their bone growth stimulator because their pocket was too large for their new ins. The patient reported about 7 months ago prior to (B)(6) 2020 their ins started to short out because it was moving around too much. The patient stated their ins had moved about 4-6 inches because the ins pocket was too large. They reported that had been an issue since new implant on (B)(6) 2017. No further complications were reported or anticipated.